Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (unable to complete incoming functional testing) has been confirmed. Upon investigation the monitor failed an ECG falloff test. The monitor's electrode belt connector was missing the pulse pin, causing the failure. The root cause for the damaged connector was excessive force. No adverse event resulted from the defective equipment.

Event description:
A us distributor contacted zoll to report that a monitor was unable to complete incoming functional testing.